Event description:
Inovent started alarming and smoke started boiling out of the sides of the vent. Screen was jumping, non-readable, pt was taken off all support and was ambu bagged with 100% oxygen. Pt's saturations never dropped. Vent settings at the time of occurrence 65% o2, no 20 ppm, no2 .1; servo vent also in use, but not affected. Biomed report: removed top cover to determine if any further hazard existed. Noted damaged burned components on printed circuit board. Replaced top cover, attached tag and sent to mfg. Nurse did report seeing sparks at the time vent was smoking.